Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up with low reservoir warning. Customer stated that the infusion set and reservoir was changed the previous day. Customer concerned that the insulin pump is malfunctioning. Customer stated that the reservoir was filled to 120 units, now 14.5 are left. Nothing further reported.